Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Manufacturer contacted customer in a follow-up call on 28-apr-2020 and stated was admitted to the hospital on (B)(6) 2020. Customer experienced blurry vision, increased urination, and lethargy symptoms and her sister drove her to the hospital. Customer was diagnosed with hyperglycemia and treated with IV fluids. Customer was discharged on (B)(6) 2020.

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.